Manufacturer narrative:
(B)(4): although the lot number is unknown, the complainant reported that the device was not used past the expiration date. (B)(4):a visual evaluation of the returned device revealed the working length of push catheter was kinked at multiple places. The guide catheter was broken into three pieces. The proximal end of the guide catheter was stretched. The distal end of the guide catheter contained multiple kinks/bends. The suture and stent were not returned for evaluation.based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a erbd (endoscopic retrograde biliary drainage)procedure in the mid to inferior bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, resistance was felt as the guide catheter was retracted for stent deployment. The physician was able to release the stent at the target site after manipulating the guide catheter. There were no complications and the patient was reported to be in good condition after the procedure.this event has been deemed a reportable event based on the investigation results; broken guide catheter.